Manufacturer narrative:
The investigation is still ongoing, a traceability will be carried out.

Event description:
On (B)(6) 2026, presentation to the paediatric emergency department for vision disorders, malaise without loss of consciousness, febrile headaches and the presence of hyperproteinoachia at 1.86 g/l. Due to the persistence of intense headache, a CT scan was performed and it was found that the existing shunt that was present was malfunctioning. This conclusion was supported by imaging and by acute hydrocephalus with signs of resorption transependymal predominant at the cerebellar level, probably due to dysfunction of the ventriculoperitoneal shunt. The old shunt was changed by a new one on the morning of (B)(6) 2026. The old shunt was blocked at the level of the ventricular catheter. (Event described in the medwatch with the mrf number 3001587388-2026-00044). Following this operation, recurrence of hydrocephalus and headaches necessitating a revision of the ventriculoperitoneal shunt. The cause suspected is an obstruction at the heart of the newly placed shunt.